Event description:
A field service technician called medtech complaint handling team on 04-feb-2020 to tell that he found the device (B)(6) with a sign saying "don't use this device. Use the other rosa instead. Pending zimmer biomet intervention" dated from the 16-jan-2020. The device cannot restart.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A detailed analysis of software logs and an analysis performed at customer location on the device showed that the impossibility to restart the robot was due to the defect of the rj45 to usb converter that blocked the connection between the robot and the camera. The converter has been replaced and tested to ensure that it is working properly. It solved the issue.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service technician called medtech complaint handling team on (B)(6) 2020 to tell that he found the device (B)(4) with a sign saying "don't use this device. Use the other rosa instead. Pending zimmer biomet intervention" dated from the (B)(6) 2020. The device cannot restart.